Manufacturer narrative:
Additional data/investigation of returned product: 4/27/2020: the manufacturer (pfm medical cpp) provided an initial investigation report stating there was click connector (locking collar) included in the return sample. However, the port, pin, and catheter were all included and showed no signs of deviations as per the size/ref. 05/01/2020: the customer confirmed the plastic click connector (locking collar) was never returned from the end user. Therefore, it was never included in the return sample. However, there was a piece of material of unknown origin returned with the port. The manufacturer was sent the information provided by the customer with a few questions to consider: based on the returned sample is possible to determine which end of the catheter tubing was likely connected to the port outlet tube? The end user reported that the catheter tubing detached from the port outlet tubing but could this be a case where the tubing fractured right at the junction with the plastic click connector? The manufacturer was required to perform a full DHR review and verify the returned device did not fail any dimensional/functional specification in relation to the catheter's inner and/or outer diameter that could possible interfere when connecting to the port. 05/06/2020 : the manufacturer provided a final investigation report stating the following: a full DHR review port h965451190, lot #145023: the records are complete and in order. There is no non-conformance or CAPA associated with this lot number. The records are complete and in order. There are no non-conformance or signs of deviations associated with the lot numbers mentioned above. The DHR review showed no deviations in relation to the components identification and traceability as per the specifications. An investigation on the returned device showed no deviations in size/shape. Further investigation on the click connector cannot be conducted without the piece being returned. However the catheter alone showed no signs of leakage or splint. No catheter tubing is left on the stem. Since the click connector was not returned for evaluation, it is possible the catheter was not properly connected to the port during implantation, rightly securing the connection with the click connector. If the catheter is not properly secured to the port chamber with the click connector in place, the connection's force can be less than 5 n though it should be greater as required by the catheter specifications. Therefore, the complaint cannot be confirmed accurately and the root cause is unable to be determined. Possibilities include the click connector was not used properly or the click connector was not used accordingly to the IFU.

Manufacturer narrative:
Follow-up report will be sent when investigation is complete. No impact to patient. Event deemed reportable because the device needed to be replaced to prohibit a patient injury.

Event description:
The implant was placed (B)(6) 2020. On wednesday (B)(6) under floro, they showed the port had come apart. The plastic catheter detached from the port. The plastic connection was in place. It was removed and a new port was implanted. No patient impact, device removed and replaced.